Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had shot out from cannula during priming. The customer¿s blood glucose level was unknown. Customer also reported hairline cracks on upper right-hand corner of screen around top of the housing, insulin pump had rejected new batteries. The device will not be returned for analysis.